Event description:
It was reported by a customer that on (B)(4) 2011, the fiber tip broke off and may have hit a stone at 36,514 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was burnt and melted. The fiber cap remained intact and attached. The fiber cap was drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 36,950 joules. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.